Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02119. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was and a 21mm watchman ® laa closure device & delivery system (wds) was used. The closure device was deployed and released successfully in the laa. There were no issues during the case or immediately post implant. Transesophageal echocardiogram (tee) was performed prior to the patient leaving the lab for recovery, no pericardial effusion (pe) was noted. Later that day, staff in recovery noted changes in the patient¿s blood pressure. The patient returned to the lab where the pe was observed and pericardiocentesis was performed. The patient was discharged the next day in good condition.